Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 445mg/dl which was treated with bolus and also experienced low blood glucose of 49mg/dl which was treated with carbs. Customer stated that they had blood at site, pain and had bent cannula. Customer¿s insulin pump alarmed for motor error and no delivery. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set. Customer¿s current blood glucose was 233mg/dl. Insulin pump will not be return for analysis.